Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer's insulin pump stop working and replaced the battery with an improper battery brand and the insulin pump remained at blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display, problem isolated to lcd board. No buzzing, audio/beep anomaly noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip,cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.